Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an interventional coiling procedure with an 8f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the suture became caught during loading into the suture trimmer; suture broke. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported incompatibility and material separation were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported incompatibility and material separation cannot be determined. Factors that may contribute to difficulty during knot advancement include, but are not limited to, the rail suture and cutter not being co-axial, user error (pushing more than tensioning the rail limb, excessive suture tension, pulling the incorrect rail or premature pull of the incorrect rail during preclose). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the deviceh6: medical device problem code 1142 removed. 1562/suture and 1004/trimmer added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an interventional coiling procedure with an 8f sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.